Manufacturer narrative:
Approximate age of device ¿ 3 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Control reset reported in MFR: 2916596-2019-03005.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had been experiencing "connect power" alarms (on the white cable), since the night before while asleep on mobile power unit (mpu). A power disconnect was seen on interrogation. While in clinic and connected to full batteries, the connect power alarm (white cable) went off. Per vad coordinator, the clips and battery terminals were cleaned, and a controller exchange was performed due to the issue happening on the mpu. It appeared to be an issue with the connection between the mpu and the controller. The power module when connected the connection was fine.patient came into pediatric clinic on (B)(6) 2019 with complaints of chest pain. On interrogation of device, it appeared that the controller had reset and the clock had to be synced to current date and time. Patient¿s controller review of the last 5 alarms also had a ¿low voltage alarm¿, but the incorrect date as well. On interrogation, only able to view 128 events. Customer already obtained an echocardiogram and xray. Patient previously had a controller exchange on 3-jun-2019 as well. During the analysis of the log file, it looked like the controller lost complete power from the external backup battery and reset itself to default date time. The time and day had been correct. There were multiple pi events that occurred all pi events would cause the heartmate 3 vad speed to drop to its low speed limit, which was currently set at 5100 rpm.

Event description:
It was reported that the event with the controller was resolved. It was also noted by the customer that the cause of the connect power alarms was not identified.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a specific cause for the reported chest pain could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(6) could not be conclusively established. The submitted log files captured motor power ranging between approximately 3.9 and 4.4 w, calculated flow ranging between 3.1 and 4.7 lpm, and calculated flow ranging between 2.3 and 8.2. The pump appeared to have functioned as intended with no low speed events throughout the duration of the submitted data. The account communicated that the patient came into the pediatric clinic on (B)(6) 2019 complaining of chest pain. An echo and x-ray were obtained. No further information was provided. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.